Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a nursing home resident using the ilet experienced prolonged hyperglycemia with a highest documented blood glucose of 280 mg/dl, persisting out of range for approximately 6¿7 hours, during which facility staff declined to change pump supplies while following an internal threshold protocol. Symptoms included headache and agitation. Outcomes included no need for outside assistance and no medical intervention. Investigation included attempts to contact the facility and the on-call nurse, review of the user¿s glucose reports showing reduced time in range, and provision of troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia, and no device alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.